Event description:
Left heart cath, coronary angiography, left ventriculography, saphenous vein graft to internal mammary artery (ima), and attempt at percutaneous intervention to the diagonal. Per the physician notes: we then tried to get in with a 2.0 x 12 mm balloon, still could not cross. We took a fresh 1.25 x 20 mm balloon. We were able to wiggle this into the diagonal. Went up to about 18 atmospheres and upon balloon extraction, it unfortunately hooked on an obvious chunk of calcium in the left anterior descending (lad) diagonal bifurcation and caused balloon fracture with retention of the balloon into the diagonal. At this point, the patient's flow into this diagonal has completely shut down. He is completely asymptomatic, has no symptoms, however, I did elect to place an 8 french intra-aortic balloon pump and place him on anticoagulation while we decide whether we need to pursue this issue any further.